Manufacturer narrative:
(B)(6) date sent: 9/24/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was this primary or secondary surgery for weight loss? What was the color of the cartridge to create the pouch? What was the color of the cartridge to create the gastrojejunostomy? Were there any malformed staples observed during the initial procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass reduction gastroplasty with roux-en-y reconstruction, which was uneventful and performed using all conventional techniques. During the intraoperative period, a methylene blue test was performed on all anastomoses, with no evidence of leakage, confirming their integrity. On the second postoperative day, the patient developed sepsis. A second laparoscopic surgical approach was performed, which revealed an opening of the staple line of the gastrojejunostomy, with leakage of enteric fluid into the abdominal cavity. The manual suture line¿used to close the incision through which the stapler passes¿was intact, confirming that the dehiscence occurred exclusively in the mechanical staple line. The leakage was recent, as there was no formation of intense adhesions in the abdominal cavity. The anastomosis was performed using a johnson & johnson stapler, following the manufacturer's recommended 15-second firing time. Clinical consequences of leakage of enteric contents and severe sepsis in the early postoperative period.

Manufacturer narrative:
(B)(4). Date sent 10/29/2025. Corrected data d4: UDI#. Corrected data: h6 health effect - impact code.